Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the guide wire encountered resistance with the patient¿s heavily calcified, moderately tortuous, and 99% stenosed lesion, resulting in a failure to advance. Manipulation of the wire, when resistance was met, may have contributed to the tip becoming damaged (material twisted/bent). Damage to the wire, would impact its maneuverability, likely contributing to the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the left circumflex (lcx) with heavy calcification and moderate tortuosity. The versaturn guide wire (gw) attempted to cross the target lesion; however, the gw became caught in the calcification of the mid lesion and the tip of the gw became twisted. Therefore, the gw was removed from the patient with resistance due to the calcification. Another versaturn gw was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.